Event description:
It was reported that the patient experienced overdose symptoms after a pump refill. The patient had pa enabled and received up to four boluses of 700 micrograms of fentanyl ¿etc¿ for each bolus. It was later provided that pa boluses were: 700 mcg fentanyl, 0.756 mg bupivacaine, 33.6 mcg clonidine, 0.434 mg morphine, and 0.1232 mcg prialt over 2 minutes with a 3 hour lockout, a dri of 1 in 3 hours and a max of 4 per day. At a refill when contents from the pump were aspirated they were expecting approximately 5 ml and approximately 6 ml were aspirated; looked like the pump may be slightly underinfusing. There was no change in concentration or dosing and the patient has been on this cocktail and same dose for a long time as well. However, the patient gave herself a bolus after the pump was refilled, but prior to updating the pump as she knew she would be locked out. Fifteen minutes later, the patient became very drowsy and that had increased to the point that there was difficulty arousing the patient. An ambulance was called and naracan was administered and the patient responded very quickly. The health care provided sat with the patient for some time and the patient remained awake. The patient was then taken to the emergency room and it was not known if the patient¿s symptoms came back. Nineteen milliliters (ml) of drug were injected into the reservoir and checked after this event occurred and exactly 19 ml were aspirated. The patient had given herself a bolus before prior to the refill but that was done prior to filling the pump. The patient did have oral medications that she can take but that the patient stated that she did not take any on this morning. It was then stated that the patient was ¿getting due¿ for a pump replacement. The patient was noted to have had difficulty sleeping the night prior to the date of this report. This device system delivered fentanyl, clonidine, bupivacaine, prialt, and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed (B)(4)

Event description:
Additional information later received indicated the pump was explanted.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. At the internal decontamination process it was noted that accessing the pump reservoir to aspirate and fill the reservoir was difficult and met some resistance. Was able to program pump to max rate to get fluid flowing and did not encounter the issue again. Dispense testing passed for accuracy. Infusion test also performed. Visual analysis noted needle markings around the fill septum and the septum also had some slight damage. The septum was tested and did not leak. Full destructive was done on the reservoir and the top side of the pump. Noted slight wear on the pump tube and no noted issues with the fluid path. Infusion history did note anything unusual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter. (B)(4).